Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant on a unknown tooth site was removed due to peri-implantitis. Symptoms of the event: pain and abscess.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could not be performed as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the tsvt4b11 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to medical conditions / patient habits and surgical technique.